Manufacturer narrative:
E1 - address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed communication error e226. The issue was identified during a maintenance. There were no reports of patient involvement.